Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is "experiencing quite a few impulses or shocks when they are in certain positions". Follow up noted that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.